Event description:
Same case as MFR report number: 2030404-2011-00303. It was reported the catheter became stuck in the introducer and it could not be removed prior to guidewire insertion. When the physician attempted to insert the inquiry afocus ii catheter (reorder d087023, lot 3382621) into the 8f sl 1 guiding introducer, the catheter became stuck and couldn't be pushed or pulled. The physician then inserted a cordis emerald 0.035 inch guidewire (ref 502-455/3 mm j-tip) which was advanced without difficulty into the lumen of the guiding introducer. The catheter and introducer were removed from the pt's body; the 0.035 inch guidewire was left in place. A sr0 8f sheath and new inquiry catheter (d087023) from the same lot number was used to complete the procedure with no pt injury reported.

Manufacturer narrative:
One inquiry steerable 7f catheter was received for eval. The distal loop tip of the catheter was stuck within the sideport extension tube. Further investigation revealed the electrodes and the shaft of the loop were damaged within 1.0 cm from the loop tip. It was determined that the catheter was inserted incorrectly, without the use of the protective sheath, and became stuck in the sideport extension tube. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the inquiry catheter malfunction is consistent with user error. The IFU for the inquiry steerable catheter used with this device states: "after the catheter is inside the introducer, pull the protective sheath out from the hemostasis valve. Re-insert the protective sheath into the hemostasis valve prior to removing the catheter from the introducer. The info provided by the customer states the protective sheath was used. However, analysis of the device confirmed the protective sheath could not have been used as this is what protects the catheter from entering the side port upon removal.